Manufacturer narrative:
Article citation: ¿characterization of the capsule surrounding smooth and textured tissue expanders and correlation with contracture.¿ by erika kuriyama, m.d.; hiroko ochiai, md, phd; yoshikazu inoue, md, phd; yoshiaki sakamoto, md, phd; naoki yamamoto, cmdt, phd; toshiaki utsumi, md, phd; kazuo kishi, md, phd; takayuki okumoto, md, phd; and akihiro matsuura, md, phd; published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1403. The event of capsular contracture is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Reported event of unknown side ¿capsular contracture,¿ baker grades I-iii for 10 patients implanted with an unknown ¿textured silicone implant¿ was noted in ¿characterization of the capsule surrounding smooth and textured tissue expanders and correlation with contracture,¿ published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1403. No treatment was provided, and the devices remain implanted. The manufacturer of the devices is unknown.